Manufacturer narrative:
Procode: kns unit, electrosurgical, endoscopic.

Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent an egd procedure in which the duette multi-band mucosectomy device, g35129, was used. This procedure was the first time the tech used this device and had the assistance of the physician loading onto the scope appropriately. As the device was advanced into the mouth the string completely broke causing all six of the bands to come off just above the patients airway. Multiple interventions, x-rays and bronchotomy, were done during the procedure to ensure no bands were in the airway or lungs. The physician was able to account for all of the bands except for one. Four bands were located in the patients mouth and throat. The fifth band was located externally of the patient. And the sixth band was not found internally or externally of the patient. No bands were located in the airway nor in the lungs during the bronchotomy. The physician as the procedure had already been disrupted stopped the procedure and did not continue at this time. No plans to reschedule were made at this time.